Event description:
It was reported that the patient experienced discomfort with the inflatable penile prosthesis (ipp) due to the length of the cylinder. The 21 cm ipp pump was removed and replaced with a new 24 cm ipp pump. No further complication were reported in relation to this event. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.